Manufacturer narrative:
Concomitant medical products: 1258t86 lead, implanted on (B)(6) 2012 and 5076-45 lead, implanted on (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s surgeon and heart failure team thought that the right ventricular (rv) lead going through the tricuspid valve (tv) was causing tv regurgitation and worsening the patient¿s heart failure. It was decided to laser extract the lead and check the patient¿s tv function. The lead was extracted successfully and without complications. However, the patient¿s tv regurgitation was not helped by extracting the lead so a new rv epicardial lead was implanted that same day. No further patient complications have been reported as a result of this event.